Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex embolization device that was not releasing at the distal end during implantation. The patient was being treated with embolization of an unruptured saccular aneurysm of an segment of an opthalmic artery. The aneurysm was 9 mm with a neck diameter of 7 mm with a landing zone was 4.2 mm at the distal end and 5.6 mm at the proximal end. Vessel tortuosity was moderate. The patient was being treated with embolization of an unruptured saccular aneurysm of an segment of an opthalmic artery. The aneurysm was 9 mm with a neck diameter of 7 mm with a landing zone was 4.2 mm at the distal end and 5.6 mm at the proximal end. Vessel tortuosity was moderate. It was reported that there was some resistance in the middle section of the catheter. Then, during the implantation process, the pipeline was difficult to release, repeatedly withdrawn, and it was difficult to be withdrawn causing damage to the microcatheter tip. After replacing it with a new pipeline, the pipeline was implanted successfully. No patient harm was reported.